Event description:
Reporter alleged obtained a discrepant blood glucose result of 400 mg/dl back to back with a result of 111 mg/dl on the advantage system when testing was performed less than 10 minutes apart. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. Reporter stated that he ran controls on the system and obtained errors for both levels. A request was made for the return of the suspect device and replacement product was sent.